Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that patient's stimulation was shut off and that other pain control options were being explored. The stimulation might or might not be revisited in the future. There was no talk about explanting, just leaving the device off "for now."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3888-56, lot# va06uq2, implanted: (B)(6) 2013, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3888-56, lot# va06uq2, implanted: (B)(6) 2013, product type lead; product ID 3888-33, lot# va07eyb, implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had new pain that was going down into her hip where the battery pack was. It was in her right hip. The pain started 2-3 weeks prior to the report. She would have an appointment one day after the report with her doctor and it was stated she was in there last week prior to the report because of the pain. It was described as sharp pain in the implant area that almost made her fall. It was stated when she was in there "they gave her a shot because of the headaches and pain in the hips." The patient was going back in for a follow-up. One week later it was reported that the patient was not receiving stimulation in her painful areas. Reprogramming could not recapture the areas. There were out of range impedances on several electrodes. She had been referred to an hcp (health care professional) for medical management and a revision was being considered but had not been scheduled. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information received reported that the patient was having a revision (B)(6) 2013. Additional information received reported that the patient had their entire old system removed and a new system placed. It was noted that the patient¿s old system migrated and some impedances were off. Additional information received reported that the patient did well post-operatively. It was noted that the patient had good coverage and was feeling good afterward.

Manufacturer narrative:
(B)(4).